Event description:
Complaint rec'd via FDA/medsun reporting incidents involving use of busulfan with three (3) ch2000 spiros connectors and three (3) ch-10 clave IV bag access devices. The report states "pharmacy sent dose of busulfan to floor for 1400 dose. Following inspection of the dose, nursing reported to pharmacy that drug had precipitated and requested another dose. Second dose delayed by 2 hrs but administered without incident. Following day dose timed for 1000 reported by nursing to have precipitated and visualized leakage of chemo in delivery bag. A second dose was sent to floor. The second dose was precipitated. Staff were instructed to immediately stop use of the devices and prepare chemotherapy using standard technique. The pharmaceutical clinical MFR contacted the mfg of the closed system drug transfer device (clave/spiros) utilized in the preparation of chemotherapy to alert them of the issue." There were no reported adverse pt / operator injuries or consequences. The involved devices were discarded.

Manufacturer narrative:
Mfrs complaint analysis: the ICU medical oncology product service rep met with the clinical staff on (B)(4) 2010 to review and gather add'l info specific to their device usage/drug protocols. The busulfan drug directions for use were reviewed with the staff. The bulsulfan dfu does clearly state that it can not be used with polycarbonate. Polycarbonate is a widely used material in disposable medical grade plastic devices. It is known and understood that drug and solvent preparations are continuously changing, drug package inserts should always be reviewed prior to use for compatibility info. ICU medical has posted a spiros informational notice regarding this issue and recommendation.